Manufacturer narrative:
Sample information is not available. Per customer, no issues were noted with calibration and/or qc prior to the event. Service contacted the customer and was told the glucose accusense electrode was replaced after the customer received conductance error message. Root cause appears to be the electrode. No other issues seen after replacing the electrode.

Event description:
A customer contacted beckman coulter inc., (bci) in regards to seven discrepant glucose modular (glum) patient results which were outside the laboratory's criteria for duplicate reproducibility. The results were generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer has a criteria of 8mg/dl for <110 mg/dl and 12 mg/dl for >110mg/dl. If it exceeds the criteria, then they rerun the samples again. The results were not reported out of the laboratory; hence no impact to patient. Qa was unable to obtain the actual patient results.